Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the device button non-functional. No adverse event reported. The infusion device cannot be returned for legal and customs issues.